Event description:
It was reported that the patient's device had reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as analysis of the device confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics.